Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Added: e1 (facility name). Corrected: h5.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha on (B)(6) 2011 for the patient¿s left hip joint. After years of the primary surgery, the surgeon confirmed that the osteolysis occurred due to armd. The patient had been under observation. It was reported that the surgeon decided to perform the revision surgery by replacing the insert (p/n:/ 121887352) on (B)(6) 2020 because the osteolysis area became rampant. The surgeon commented that the metal debris caused metallosis. No further information is available.